Event description:
Patient transported on v60 portable bipap for testing. Unit failed x 4. Upon failure, v60 unit removed from patient and patient placed on another v60 bipap for transport. No harm to patient. Equipment sequestered and clinical engineering notified. Tagged v60 unit is a rental. No patient harm.